Manufacturer narrative:
Follow-up # 1 date of submission 2/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/01/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture corrosion found inside of the battery canister on the battery terminal. A leak test was performed during the investigation and passed. The battery compartment and cap were undamaged and the battery cap was able to fit securely to the pump. The pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the ¿no power¿ complaint was duplicated. The pump cover was removed and there was no further moisture ingress or any intermittent condition found to the power printed circuit board inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.